Manufacturer narrative:
Per account manager he doesn't believe that the customer requested a field service engineer (fse) to look at the ventilator as nothing was wrong with the ventilator. The customer placed an order to overnight a philips nurse call cable to be connected with the v60 bipap, but didn't receive it due to backorder. At this time there is no allegation from the customer that the ventilator malfunctioned nor caused or contributed to the patient event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 17jun2019. Date of report: 17jun2019. The customer confirmed that the ventilator involved in this event did not malfunction nor cause or contribute to the patient event. The customer stated they have put a process in place at their facility to ensure the ventilator alarm is set up appropriately and can be heard and responded to by the hospital staff. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30apr2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
A clinician initiated therapy on the v60 without the nurse call cable. Alarms were not heard or responded to, patient died. Event date not specified, estimate used.